Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The analysis of the device data revealed an unexpected battery voltage, which caused the automatic activation of the eri battery status. Based on the available data, the rootcause for this unexpected decrease in battery voltage was not determinable. Therefore, in order to avoid any potential harm to the patient, we recommend to replace the device as soon as possible and to return it for analysis to biotronik. Of course, the patient's individual circumstances and your medical judgment determine the ultimate decision about patient care and the frequency of follow-up sessions. Our recommendation is purely based on a technical assessment.

Event description:
The battery status suddenly shows eri. On the (B)(6) 2016 follow-up, nothing unusual was noted. The remaining battery was about 44%. Today, an eri alert was sent via homemonitoring. The battery voltage was 2.9v. They are unsure of why eri happened so quickly. This device remains implanted. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the interrogation of the implantable cardioverter defibrillator revealed the battery status eri. The device was implanted for over 60 months and 42 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency of current consumption and battery voltage was noted. The inconsistency lead to the automatic detection of the battery status eri and a notification via home monitoring to assure the patients safety. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The battery voltage, as well as the overall current consumption of the electrical module, was directly measured. Thereby a normal current consumption could be confirmed. However, the measurement of the battery voltage revealed a depleted battery. Therefore the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly of the battery revealed that an increased internal self-depletion within the battery led to the clinical observation. In conclusion, the device was implanted for over 60 months. An increased internal self depletion within the battery was found to be the root cause for the clinical observation.